Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood. Customer having issues with no delivery alarms. The current blood glucose reading is 185 mg/dl. Customer experienced headache and nausea. The blood glucose reading at the time of the event was 350 to 360 mg/dl. Customer thought he was having a heart attack. He has not been feeling well the last few days. Hospital treated with IV and checked to see if customer had a blockage. Nothing further reported.